Event description:
No harm to patient. Attempted to don gloves prior to entering room, glove ripped while donning. Repeated with a 2nd glove with same result. Date of manufacture: 2025-11-01. Lot mp511103780.